Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the medium-large clip applier instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument failed the clip test due to misapplication of the clip. Additional observation related to customer reported complaint: one of the grips was bent on the instrument. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, the clip could not be properly released from the grips.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer had difficulty fitting medium-large clip applier instrument through the port. Once the instrument was seated on the robotic arm, the instrument took a long time to register. Once the instrument was registered, the surgeon attempted to activate it and the instrument popped off from the robotic arm. The procedure was completed with no reported injury.